Manufacturer narrative:
A correlation between the device and the reported elevation in the patient's lactate dehydrogenase level and gastrointestinal bleeding could not be conclusively determined. Device thrombosis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 10 months. The pump was not explanted and therefore is not available for evaluation. This event is conservatively reported as a death. Per the information received, at the time of the patient's expiration there were no signs or symptoms of thrombus, there was no source of gi bleeding found, and the patient, who has a long history of ventricular arrhythmia, experienced sustained ventricular tachycardia. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricle assist device. It was reported that the patient was re-admitted on (B)(6) 2016 for shortness of breath and bilateral lower extremity edema. During the patient's admission, the patient's lactate dehydrogenase levels reportedly increased. Initially, a possible pump thrombus was suspected; however, the patient had no other signs or symptoms of thrombosis. The patient had also been experiencing high inr values up to 13.5, and the cause was being investigated. The patient was taken off anticoagulation from (B)(6) 2016. The patient expired on (B)(6) 2016 related to recurrent ventricular tachycardia and cardiac arrest. The patient reportedly had a long history of ventricular arrhythmia and had been on long term treatment with amiodarone. The patient developed a thyroid condition, and an attempt to wean off the amiodarone was made. On (B)(6) 2016, the patient developed ventricular arrhythmia with subsequent cardiac arrest in the ICU and expired. Additionally, on (B)(6) 2016 the patient's hemoglobin was 7.7 g/dl. Gastrointestinal bleeding was initially suspected; however, esophagogastroduodenoscopy and colonoscopy were normal with no site of bleeding found. It was reported that there were no known signs or symptoms regarding pump thrombosis at the time of the patient's expiration. No additional information was provided.